Event description:
It was reported that syringe control 10ml ll was damaged. This occurred on 3 occasions. The following information was provided by the initial reporter: while using the control syringes the plunger thumb ring is not secured. It has slipped off on three occasions on different syringes from the same box.

Manufacturer narrative:
H6: investigation summary: four photos were received and evaluated. One photo showed a 10ml control syringe box (p/n 309695) from batch # 1004860. Three photos showed two 10ml control syringes with one syringe's thumbgrip separated from the plunger thumbrest, one syringe appeared to have the thumbrest and thumbgrip taped. The observed condition was non-conforming per product specification. Potential root cause for the insufficient weld defect is associated with the assembly process. It is possible the assembly machine did not hold the weld on the thumbgrip for an adequate amount of time resulting in the observed condition. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch #1004860 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe control 10ml ll was damaged. This occurred on 3 occasions. The following information was provided by the initial reporter: while using the control syringes the plunger thumb ring is not secured. It has slipped off on three occasions on different syringes from the same box.